Event description:
As reported by the edwards clinical specialist, during the transcatheteraortic aortic valve replacement (tavr) procedure, post valve deployment there was severe central aortic regurgitation noted on echo, and also confirmed by patient's hemodynamic status (low diastolic pressure and no dicrotic notch on waveform). As noted on echo, two leaflets did not appear to be mobile. A second valve was prepped and deployed slightly more aortic. The central aortic insufficiency was eliminated and the patient's hemodynamics were dramatically improved.

Manufacturer narrative:
Patient's weight was updated.

Manufacturer narrative:
A device history record (DHR) review for the sapien valve was performed and all manufacturers' specifications were met prior to release for distribution. Investigation of this event is ongoing.

Manufacturer narrative:
Transcatheter aortic valve replacement (tavr) procedure. The conclusion was updated per additional information received through imaging review of this case. During a transcatheter aortic valve replacement (tavr) procedure, the patient underwent transfemoral implantation of two 26mm edwards sapien transcatheter heart valves. Cine images for this case were submitted to edwards for review; echo was not provided. The imaging was reviewed by edwards' medical staff. Observations: severe aortic valve and aortic root calcification, no porcelain aorta, severe mac, severe cad; good image intensifier angle. Poor coaxial alignment, with lateral bias of the delivery system and valve. No loss of pacing capture and ventilation held. Good valve position (50:50) and deployment. No post deployment aortogram available for review. Second valve deployed 2-3mm aortic. No tee. Impressions: severely calcified aortic valve with no evidence of sapien valve position or deployment technical error. Anatomic explanations for the non-functioning leaflet cannot be assessed without tee. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transaortic valve replacement (tavr) procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause for the event cannot be confirmed; however appears to be related to patient and procedure factors. Further investigation of the non-functioning leaflets on the first valve cannot be assessed without a review of this procedure's transesophageal echocardiogram (tee). Additional imaging was requested, however to date, it has not been provided. No further actions are required at this time.